Event description:
It was reported that the atrial lead exhibited noise; the noise was reproducible with isometrics. The patient was asymptomatic during the episodes. The lead was explanted and replaced on (B)(6) 2014.